Event description:
It was reported that the wake button was delayed in responding to touch, battery was depleting rapidly and the pump touchscreen timed off sooner than expected. There was no reported adverse impact to customer's blood glucose. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged screen on issue was verified. The touch screen and battery issues were not verified.